Event description:
It was reported that the patient's pulse generator was oversensing electromagnetic interference (emi). No intervention was performed, and the clinic will continue to monitor the patient. Patient status was unknown.